Manufacturer narrative:
Additional manufacturing narrative: the returned cable was evaluated. Visual inspection showed the cable holder is missing. The cable failed functionality testing, the module loses connection and power when the connector from the device side is wiggled. X-ray inspection was performed and no damage was found since the cables would malfunction when they were wiggled and stretched and that was not possible under x-ray.

Event description:
The customer reported, working intermittently. The cables are losing signal sometimes and the customer tried it with different cables and confirmed the intermittent readings. No patient impact or consequences were reported.